Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 is still on the suture but off the needle. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that it cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t implant of the fast-fix 360 fell off. It is unknown if there was a delay, and the procedure was finished with a smith and nephew back up device. No further complications were reported. According to preliminary results of investigation, the inspection shows the t1 has been cut from the suture and was not returned. The t2 is still on the suture but off the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. This means there was an implantation problem with t2 and t1 had to be removed/cut which makes it a reportable event.